Event description:
Report received from abbott international affiliate (abbott-malaysia) which states "transducer reading drifted +40mm hg during CABG procedure on a very ill patient. Verification of this draft was in the form of rezeroing the suspect transducer. After rezeroing, pressure changed from about 110 mm hg to about 70 mm hg. A new set of transducer was introduced to replace the previous one. Drift still happened, this time to +10 mm hg from baseline after rezeroing. Patient developed complication and was brain dead and the problem with transducer had been suggested as a contributor." Although requested, additional information was not available.